Manufacturer narrative:
The facility returned the device but the cord was severed, so an investigation of the lot history record could not be performed. However, a visual inspection and physical assessment will be performed. The manufacturer is attempting to contact the physician for additional details about the incident. When additional information about the incident becomes available and the complaint investigation report is completed, the manufacturer will file a follow-up report.

Event description:
Tip on adenoid device dislodged during adenoidectomy and fell inside patient's mouth. There was a slight white blanched burn mark inside patient's cheek that did not require additional treatment.